Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly and damage. Customer's blood glucose was 26 mmo/l. The customer already treated her blood glucose with insulin pen but have no proper backup available. The customer can't finish the tube fill procedure as the insulin was squirting out the tubing. The customer reported several cracks on the pump housing at the lcd and at the battery cap threads. The customer was advised not to used the device and would be replaced.

Manufacturer narrative:
The pump gave an alarm during the prime test due to a faulty force sensor. No crack was found on the lcd glass. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corner, and a missing end cap sticker.